Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) assisted the customer with removing the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an instrument was stuck on the universal surgical manipulator 1 (usm1). The customer undocked the system and converting to open. The customer converted prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse). The tse walked the customer through manually removing the instrument. The customer proceeded with to an open procedure.